Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The surgeon reported that the patient had complicated anatomy. A review of the logs for the reported procedure date found no related system errors occurred during the surgical procedure that could have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, bleeding occurred, and the procedure was converted to an open thoracotomy. The specific reason for the bleeding was stated to be unclear. The surgeon was able to control/resolve the bleeding by holding pressure robotically; however, elected to convert to open thoracotomy to gain better access to the bleeding. The surgeon stated the procedure was expected to be difficult due to complicated patient anatomy. The patient was reported to be recovering well. The surgeon confirmed that the reported bleeding was related to the patient¿s anatomy and not due any da vinci related instruments, or systems.